Event description:
The event is reported as: alleged issue: the suture was severed just after the tapercut tip. The tapercut tip remained in the patient. No further information available. No reported patient injury.

Manufacturer narrative:
No sample is available for investigation. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. No rejection report was originated for the lot in question that can be associated in the complaint reported. Visual and functional inspection sheet was reviewed and there is no indication of functional failures. No corrective actions can be implemented due to the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.